Event description:
Preparing for an implant, activating with hand held activator, interrogating, performing charge-dump and checking for charge time and battery voltage, noticed that battery voltage has dropped to 2.89v. Interrogating again immediately after and after 10 min approximately, the battery voltage stays at 2.89 v. Decision is made to take new device and replace the suspicious one. The one in question is interrogated again after 5 hours and battery voltage measures 3.1 v. This device was not implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.